Manufacturer narrative:
Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. In a separate visit the lens was repositioned and this did not resolve the problem. Cause of the event was reported as other. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.